Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2017 with the following findings: during investigation, moisture and a leak were found in the battery compartment. The pump was unable to power up due to moisture corrosion. The power complaint was duplicated. The pump cover was removed to find no further moisture. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.